Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that when the device was powered on the ivtm thermogard xp system displayed tcm ID 07 (coolant temp high) error. There was no patient involved at the time this issue occurred. No additional information was provided.

Manufacturer narrative:
The device was evaluated and serviced at the customer site on april 21, 2016. The reported complaint of intermittent error tmcid:07 (coolant high temp) was confirmed during the review of the archive data. The review of the archive log showed a tcmid:07 error message. The temperature sensor assembly and the micro controllor board were replaced to resolve the issue. An electrical safety test and functionality test were performed on the thermogard xp. The device met all testing criteria.